Manufacturer narrative:
(B)(4). The customer reported that they were unable to get pacing capture on a pt. There was no report of negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to get pacing capture on a pt. There was no report of negative pt impact.